Event description:
Surgeon experienced difficulty with devices during a tibia plateau fracture procedure. A total of four wire guides were used in the procedure and reported as not aligning properly with the plate. The angles of all 4 screws were angling upward instead of straight across. The angles were close enough to the proper angle that surgeon decided to lock the screws and complete the procedure. Surgeon planned to implant 6 screws in the plate, however, only 4 screws were implanted. This is # 5 of 9 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. Device remains implanted in patient. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with at time of acceptance. The raw material met all dimensional and visual criteria at the time of release with no nonconformances documented.